Event description:
Manufacturer's reference number(B)(4).

Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. It was stated that there was a gap between main arm and suspension arm. It was established that issue with screws led to gap occurrence. There was no injury reported however we decided to report the issue in abundance of caution as taking into consideration worst case scenario which is detachment of configuration the issue may lead to serious injury or worse. The analysis of the suspension screws shows a rupture zone located in the same threading zone: 12 mm under the screw head. The fractures are perpendicular to the axis of the screws. The threads in engagement do not appear deformed. There is a presence of metal residues between the threads as found by the laboratory who performed the technical study. They brought the conclusion that the rupture is due to a mechanical fatigue over time. The powerled user manual includes the information regarding preventive maintenance program and mentions to replace the suspension mounting screws every six years. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances and the fact that the occurrence rate is considered to be low we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with powerled surgical light. It was stated that there was a gap between main arm and suspension arm. There was no injury reported however we decided to report the issue in abundance of caution as taking into consideration worst case scenario which is detachment of configuration the issue may lead to serious injury or worse.